Event description:
Taxus express2 pmss clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis and required a target vessel reintervention (tvr) and target lesion reintervention (tlr) procedures. The 90% stenosed lesion was 15.0mm long and 3.5mm in diameter. The lesion was located in the proximal right coronary artery (rca). The lesion was predilated with an unknown balloon at 16 atms. The 3.50x16mm taxus express2 stent was deployed at 16 atms. A post procedure intravascular ultrasound (ivus) was performed and the stent was fully apposed. The residual stenosis was 0% with a timi 3 flow. It was reported that 210 days post procedure a restenosis occurred. A percutaneous coronary intervention (pci) was performed a day after with an unknown balloon. The lesion being treated was 3.50mm in diameter, 75% stenosed, 15.0mm long portion of the proximal rca. The patient was hospitalized for 8 days. It was noted that the patient outcome was improved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.